Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device remains implanted.

Event description:
It was reported by physician at the user facility that a plate has broke. The patient was treated according to the campy method and a plate (jaw angle fracture).a revision surgery is planned.